Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The clinician reported that pause episodes showing loss of contact was noted on a remote transmission. The patient was asymptomatic. The device will continue to be monitored.